Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a perclose proglide device after a superficial femoral artery angioplasty interventional procedure. Reportedly, the physician attempted to cut the suture using the suture trimmer 3 times. During the fourth attempt to cut the suture the red level was held closed to push the blade deeper and the suture trimmer was pulled back slightly thereby manipulating the knot. Subsequently, the suture trimmer and the knot came out of the patients anatomy. The failure of the suture trimmer to cut was not the cause for the loss of hemostasis. The repeated manipulation of the knot resulted in knot damage. The knot was removed with the suture trimmer and this caused the need for manual arterial compression to achieve hemostasis. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a less than 30 minute delay in the procedure. Protamine was given to counter-act the effects of heparin. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reportedly born in 1937. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed no device deficiency. Testing indicated the device performed according to specifications. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.